Manufacturer narrative:
This report is submitted on july 17, 2018 (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration; the revision surgery has not been scheduled as of the date of this report.